Event description:
Customer stated provue instrument gave a negative result to a patient's sample with a previous history of anti-kell. Customer repeated testing using manual gel method and weak-1+ reaction was observed with kell-positive cell.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site installed and adjusted camera performed reader reference image. (B)(4).